Event description:
It has been brought to manufacturer's attention that the patient is reporting recurrent otitis externa while using a cshell 6.0 with his hi (auedo i90-sphere). He uses a cshell on his left ear and a dome on the other side. He previously used domes with his hearing aids and did not have an issue. The patient reports "every 6 weeks he gets another (outer) ear infection" and this began when he started using the cshell (B)(6) 2024.the provider hypothesizes this may because it fits deeper than the domes he was using. Symptoms the patient has been experiencing are "white, squamous debris" as observed with otoscopy and he has experienced itching.the patient has been seeing his primary physician to have ear "flushed out" and has seen ent "for treatment". The ent has been prescribing "antibiotic drops" for treatment. This has also led the patient leaving the hearing aid out for periods of time while the condition resolves.

Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter. The hcp reported that she saw the patient on tuesday and he reported recurrent ear infections for his left ear ever since he was fit with the cshell. Reported his ear canal becomes very itchy and develops excessive debris that he has to have flushed out by his pcp every 6 weeks. His ent prescribed antibiotic ear drops in (B)(6) and one time sometime before (B)(6) for this problem and he has been using the ear drops on occasion since then. It has been 6 weeks since his ear was flushed by his pcp and he has noticed the itchiness and excessive debris plugging up his hearing aid again. He wanted to know if we should switch back to wearing a dome. The sound quality is better with the mold, but he did not have these ear infection issues with the dome. Had left the left aid out the prior couple days but changed the wax trap and used the aid the previous night as he needed to wear it. Otoscopy revealed excessive, wet debris deep inside his left ear canal. His canal appeared red and irritated. The hcp recommended to leave the left aid out and see his ent asap for treatment. The hcp explained that usually venting is recommended for aeration of the ear canal, but this earmold has a large vent while the power dome we used previously had no vent. The hcp suspected a possible allergy or irritation. I asked if the ear mold seems to be too tight or rubs his ear canal in any spot. Pt reported it overall seems too large since the infections began which is likely due to the ec being swollen. The hcp asked the manufacturer to have the earmold made smaller around the canal and shorter/smaller in general. The hcp and the patient were considering a change to other ear mold material option. The hcp requested that pt let me know what his ent recs. The hcp contacted the manufacturer and was suggested a solution of a new cshell that is slightly smaller overall with a shorter canal length and with no lacquer coating or a titanium one. The manufacturer has checked the modelling files of the custom-made earpiece subject to this incident and confirm the modelling was done according to the order of the hcp. Venting requirements are defined by the hcp. If the requirements set by the hcp can't be met, the hcp would have been notified. In this case the venting style configured by the hcp on the order was applied to the device in the shell modelling step, and it was acceptable from the production side. The custom earmolds are manufactured based on the patient's ears impressions in a way to provide for best audiological gain to compensate for the hearing loss of the patient. The seal the ear canal needed to provide for the controlled acoustic coupling was adjusted to the parameters of the patient's ear impression. A tight seal may foster restrained air circulation and moisture accumulation, which for patients susceptible for infections may lead to infection development. This is however a well-known disadvantage of conventional hearing aids, widely descried in available literature and presented in the clinical evaluation report of the subject device. The risk files of the device were checked. The risk file of the device covers situations (risks) which may result in the ear infection. The accompanying IFU contains instructions on a cleaning routine of the earpieces. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends. Further follow up with the hcp reports the patient saw his ent who confirmed he has another infection. He was prescribed antibiotic drops again and, in the past, and at his visit last week his ent also prescribed steroid drops to use 1-2 times per week to keep the inflammation down. The symptoms started to appear about 3 months from the initial fit with the ear mold (cshell). The patient does not have any coexisting conditions nor reduced immunity/susceptibility to infections. Taking any medications that could lead to infections occurring more often is denied. There were no other circumstances observed that could contribute to the onset of infections. The last follow up with hcp confirms they have ordered another smaller, shorter and no lacquer ear mold for this patient. The order is under realization. This is the final report.